Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2017 due to oversensing. No further information is available at this time.

Event description:
Additional information received indicated that the patient was stable before, during, and after the procedure.